Event description:
It was reported that impedance readings were >10000 ohms on the 8-15 socket. Extensive troubleshooting was done without success. The device was not implanted due to the impedances. A new stimulator was implanted. The pt recovered without sequela.

Manufacturer narrative:
(B)(4). The stimulator has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. Reason for late MDR due to implementation of process improvement.